Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had dilated anulus and a jet in an indentation placed in p2-p3 with a posterior leaflet 7 cm length. Grasping was attempted but was unsuccessful in capturing the leaflets. Other grasping attempts were made close to the indentation but it did not reduced the mr, so it was decided not to implant. Damage was noted to the leaflet on the atrial side of the valve. The procedure was completed with no clip implantation. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported inability to capture the leaflets appears to be related to challenging patient anatomy. The reported tissue injury appears to be related to the clip positioning attempts. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.